Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscope. 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2)." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the visera tracheal intubation videoscope had leakage at the air/water chamber. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the device was found to have an image guide cover that was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During examination, the reported issue was confirmed; the air/water chamber was not water-tight due to damage at the switch button 1. The device was found to have an image guide cover that was peeling. In addition, the following components had scratches: the scope connector cover, the video connector case, the video connector, the video protector cable, the video cable, the light guide lens connector, the universal cord and universal cord protector, the switch box, the angulation lever, the up/down plate, the hand grip and the control unit. Finally, the universal cord had a dent, the up/down plate was peeling, the connecting tube was wrinkled, the connector tube was dented and the bending section cover was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.